Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. The stenosis lesion was pre-dilated with an apex balloon. The 2.50x32mm promus element plus stent was not able to be advanced. The procedure was completed with another same device. No adverse patient effects were reported. The product analysis revealed a tip detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned for analysis a visual and microscopic examination found that the tip of the device had become detached at the tip bond. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.014inch guidewire was inserted through the tip section and wire lumen with no resistance noted. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).